Event description:
The patient reported, she is without stimulation and her ipg will not communicate with external devices. The patient's programmer also displays a communication error message. The patient stated, she has not used her charged her ipg in over one year. The patient was advised to contact her physician.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.